Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right femoral artery. The 90% stenosed, 32mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.5mm in diameter left anterior descending artery. Following pre-dilatation, residual stenosis was 80%. A 3.00x28mm promus element stent was advanced to treat the lesion. However, upon inserting the device, it was noticed that the stent was destroyed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Strut segment 8 from the proximal end of the stent was lifted distally. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right femoral artery. The 90% stenosed, 32mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.5mm in diameter left anterior descending artery. Following pre-dilatation, residual stenosis was 80%. A 3.00x28mm promus element stent was advanced to treat the lesion. However, upon inserting the device, it was noticed that the stent was destroyed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.